Manufacturer narrative:
This supplemental report is being submitted to provide corrected data and additional information. Please see updates fields: d1, d2, d3, g1, and g3.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Reference MFR : 1221359-2021-03097.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Please reference MFR. Report number: 1221359-2021-03097.

Event description:
The user reported a false negative results with the binaxnow¿ covid-19 antigen self test for multiple patients performed on (B)(6) 2021 on a direct tested nasal kitted swab. This MFR. Report addresses patient 2 of 2. The user reported that her and her family performed two binaxnow¿ covid-19 antigen self test and three quick view test which all yield negative results. The user reported that her and her family had symptoms; however, her son had a high fever and was taken to urgent care and was administered a rapid test which was negative. The user reported that urgent care also, performed pcr confirmation testing on her son on that same day and four days later positive results were obtained. The user reported that her and her family avoided people for a week but after six negative test her husband ventured out even though two of the family members were positive. No additional patient information, including treatment and outcome, was provided. This report is being filed to address the unconfirmed false negative result since the user reported "two of the family members were positive."